Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) indicated the cap piercer blade was loose causing a cracked blade wash station quad ring. The fse disabled the cap piercer to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the unicel dxc 600 synchron system. The results were reported out of the laboratory and were later amended. There was no report of change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to and after the event.

Event description:
The customer reported receiving erroneous low patient results for sodium (na) on the unicel dxc 800 synchron system.